Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The restenosis and treatment mentioned was previously reported under MFR report # 2024168-2015-02636.

Event description:
It was reported that on (B)(6) 2013, the patient was admitted to the hospital with stable angina. On (B)(6) 2013, a 2.25x28 mm xience prime sv stent was successfully deployed in the 75% stenosed de novo lesion in the mid left anterior descending coronary artery (lad). On (B)(6) 2014, restenosis was noted in the 2.25x28mm xience prime stent and angioplasty was performed as treatment. Additionally, a 2.25 x 18 mm xience xpedition stent was successfully deployed in the 75% stenosed de novo lesion in the proximal lad. In (B)(6) 2017 the patient died from a cerebral infarction or heart failure. There was no additional information provided.